Event description:
Patient undergoing endoscopy and unstable. Monitor went blank. Initially, unable to reboot so portable monitor hooked up. Able to reboot later. No apparent harm to patient directly.